Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high, out-of-range (oor), shocking lead impedance measurement of more than 125 ohms. Additional information was received indicating that the physician has decided to continue monitoring the lead and a follow up visit will be scheduled. At this time no intervention was performed. No adverse patient effects were reported. The system remains in service.